Event description:
Intraoperatively, the pt's annulus was sized using an sjm sizer, but the valve did not fit appropriately. The physician questioned if the valve was accurately labeled for a 25 mm. A smaller 21 mm sjm masters series hp valve was implanted. The pt died the following day.

Manufacturer narrative:
The results of this investigation indicated the valve met dimensional specs for a 25 mm sjm masters series hp heart valve. There was no evidence found to suggest the valve was incorrectly labeled, as supported by the review of the device history record and the analysis performed. The cause of the valve not properly seating in the annulus remains unk; however, a smaller 21 mm sjm masters series hp valve was implanted.